Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support and confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. The customer contact reports there was no patient information available.

Event description:
The hospital reported the unit was not reading the requested amount of tidal volume. There was no report of patient injury.